Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber got stuck into the tissue of the patient. When the fiber was removed, the fiber metal cap came off. The physician retrieved the metal with forceps. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap and metal cap were detached; therefore, the reported event is confirmed. The detached caps were not returned; therefore, level of devitrification and debris cannot be determined. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify further signs of break along the fiber body. Based on device analysis result, the observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glass cap and metal cap detachments. According to the IFU, increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber got stuck into the tissue of the patient. When the fiber was removed, the fiber metal cap came off. The physician retrieved the metal with forceps. The procedure was completed using another fiber without patient complications.